Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the stim was going down the wrong leg. It usually was more down the left leg and now it is going down the right leg. Patient said it was working this morning, but he has it on group b and could not get it to check group a. Patient said the stim was wicked intense. Troubleshooting was performed and patient was asked to synchronize with patient programmer. It showed that the stim was off. Program b. Patient was able to change amplitudes, groups and/or programs. The issue was resolved after patient switched the group to a and then pressed synch and was able to get the check mark in the correct program. Patient decreased the stim and then turned stim on. Patient then increased stim and the stim was back in the correct leg. The issues were resolved and no further complications were reported/anticipated.